Manufacturer narrative:
Conclusion: two static images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. The patient¿s annular perimeter was 70.5 millimeter (mm) with a perimeter derived diameter of 22.5mm, suggesting a 26mm evolut fx valve (see reference patient anatomical criteria as listed in the evolut¿ fx system instructions for use (IFU)). Fluoroscopic valve load inspection was not provided for review. It was reported that an initial valve deployment resulted in an infold; however, there are no images to support. Additionally, a pre-implant balloon aortic valvuloplasty (bav) was performed at this time; however, balloon size and type are unknown. The images provided support under-expansion rather than an infold. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appears to be under-expanded rather than infolded, but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was ensured. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case a bav was used. No root cause could be assigned, however, the patient¿s calcification may have been a contributing factor. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the allegation of infold could not be confirmed, however, patient calcification may have been a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the valve load appeared good on fluoroscopy check. No misload was identified. Per the physician, there was nothing in terms of patient anatomy that contributed to the infold or to the expansion issue. Of note, the patient had a small annulus along with heavy leaflet calcium on the non-coronary cusp (ncc) and the right coronary cusp (rcc) and mild calcium on the left coronary cusp (lcc).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve appeared constrained and was recaptured. On the second deployment attempt, the valve appeared constrained again and was recaptured. The valve and delivery catheter system (dcs) were removed from the patient, and an infold was observed up to the 3rd node. A pre- balloon aortic valvuloplasty (bav) was performed. A new valve and dcs were prepped. On the first deployment attempt, the valve appeared constrained in the right anterior oblique view (rao). On the left anterior oblique view (lao), the valve appeared expanded. On the echocardiogram, the valve still appeared constrained. There was concern that a post-bav would not resolve the expansion issue if the valve was implanted. The valve was recaptured and removed from the patient. A 23 millimeter (mm) non-medtronic transcatheter valve was utilized for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.